Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device but could not duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the front panel of the subject device was flashed during the unspecified diagnostic procedure. The device was replaced to another similar device and it was completed the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the report from olympus china and a thing which the malfunction of the mesh turret was confirmed at the evaluation , omsc concluded that the reported phenomenon was attributed to the malfunction of the mesh turret of the subject device due to repeated long term use passing more than 6 years since manufacturing the subject device making the aging deterioration. The malfunction of the mesh turret might have occurred that the subject device was not able to detect the position of the turret within the predetermined time and the reported phenomenon might have occurred. If additional information becomes available, this report will be supplemented.